Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 319 error was found indicating node 192 is not present at startup, node name: axes controller carriage (acc) in armnet3 usm on the usm, confirming the fault occurred in the field. Upon visual inspection, upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on rolling loop fiber. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer bumped universal surgical manipulator (usm) 3 and the system gave repeated non-recoverable fault 319, they recovered but it persisted, so they disabled it. Technical support engineer (tse) walked the customer through hard power cycling the patient side cart (psc) with no change. Customer stated they would make do with 3 usms for cases to follow. The procedure was completed with no reported injury.